Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had been over-exercising arm and lifting heavy objects. Ultrasound completed on arm and identified clot. Unsure of exact measurement of split, however, it was externally past site of securacath device. Clinical management for clot and replaced device. New line has been removed. Patient is currently well. No other information was provided. Additional information: u/s of left upper arm. Verbal report approximately 10cm semi-occlusive clot in basillic vein. Discussion with dr - clexane vs doac. Advised doac - non-loading. Commenced apixiban 5mg bd - script and patient information provided. Will return on tuesday for mo consult and new PICC insertion if needed. S&s of clot and apixiban discussed today. Aware to present directly to ed should any problems/concerns arise over weekend. The new line was removed after the patient completed his final chemotherapy cycle.

Event description:
It was reported that patient had been over-exercising arm and lifting heavy objects. Ultrasound completed on arm and identified clot. Unsure of exact measurement of split, however, it was externally past site of securacath device. Clinical management for clot and replaced device. New line has been removed. Patient is currently well. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.